Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received the battery out limit alarm on the insulin pump. The customer's blood glucose was 169 mg/dl. Troubleshooting was done. Advised that a replacement battery cap would be sent. The customer stated that he was using a lithium battery, and advised customer to use the energizer aaa alkaline battery. The customer received the battery out limit alarm again and was unable to clear the alarm. The customer explained that he had a frozen display on the insulin pump. Troubleshooting was done, and the alarm still could not be cleared. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.